Event description:
A pt service rep (psr) called zoll lifecor customer support while assisting a pt to report that the pt's battery charger is not working properly. The psr also reported that the device was reading that a battery was charging while no battery was in place. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was defective components (q1 and d2). The root cause of the defective q1 and d2 components is corrosion in the bedside plug-in board which caused a short between the battery + and temperature pins. The cause of the corrosion was liquid ingress in the battery well opening. Upon further investigation components c23, u13, r8 and q3 were also found to be damaged by the liquid ingress. The source of the liquid ingress cannot be determined. No adverse event resulted from the damaged battery charger. The pt was provided with a replacement battery charger.